Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 12-aug-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 7mm x 25cm orbit galaxy complex frame was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damage was observed. Only the detached coli was returned for evaluation. The issue regarding the premature detachment of the coil was confirmed since the coil was no longer attached to the delivery system unit. However, since the rest of the device was not returned for evaluation no further investigation can be conducted. Additionally, no damages were found on the coil that indicates the detachment occurred prematurely as a result of a device failure. According to the risk documentation, premature detachment of the embolic coil assembly from the delivery system is a potential failure that can occur during embolic coil placement due to manipulation of the system against resistance. No further evaluation of contributing factors can be conducted without the embolic coil. It is possible that other clinical and procedural factors not described in this complaint may have contributed to the reported failure. A review of manufacturing documentation associated with this lot (31161672) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following precaution: if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw, and examine the delivery catheter system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the microcatheter (competitor brand) was in place and the coil, a 7mm x 25cm orbit galaxy complex frame (640cr0725 / 31161672) was delivered to the target site. During the filling of the aneurysm, the coil was released but it prematurely detached. The physician used a micro guidewire to remove the coil from the aneurysm back into the microcatheter and then removed both devices from the patient. The physician replaced both devices to complete the procedure. The patient was reported to be in stable condition. There was no report of any negative patient impact. On 23-jul-2024, additional information was received. The information indicated that the procedure was targeting the basilar artery. The embolic coil did prematurely detach at the detachment zone on the device positioning unit (dpu). The embolic coil did not become separated into two or more pieces. The reported issue did not result in any blood flow reduction / restriction in the parent vessel. The replacement coil was not another 7mm x 25cm orbit galaxy complex frame (640cr0725) and the replacement microcatheter was not the same brand (unspecified) as the original microcatheter. The information confirmed there was no negative patient impact / patient harm and no delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31161672) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.